Event description:
A report was received that the patient had a unrelated fall, causing the ipg to move around in the pocket. The physician relocated the pocket to the opposite side. The patient is reportedly doing well.